Event description:
When the customer started the computer, an error message was displayed indicating that nimeclipse.exe found a bug and would shut down. The surgery was suspended after the patient was anesthetized. The patient relocated to another hospital.

Manufacturer narrative:
The product analysis was completed on september 3, 2015. The product analysis indicates that there was physical damage on the front edges of the laptop. However, the laptop was still functional. The nim-eclilpse software was not functioning. The hard drive was reimaged to latest revision. The laptop was tested and passed manufacturing specifications. Method: actual device evaluated, visual inspection, labeling evaluation . Result: software problem. Conclusion: device repaired and returned.

Manufacturer narrative:
(B)(4). Device not cleared in us, but similar device is available. The device has been received. However, the product analysis has not been completed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.